Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator then passed extended self-testing.

Event description:
The customer reported a ventilator had a blank display. The ventilator was not on a patient at the time of the event.